Manufacturer narrative:
The result of this investigation is not complete at this time. Once the analysis of the sample associated with the occurrence is completed, if applicable, a corrective and preventive action will be initiated. A follow-up report will be submitted to you with this information.

Event description:
The mirror fell off into the patient's throat during the procedure.